Manufacturer narrative:
Customer technical support (cts) assisted the customer to troubleshoot the unit and noted the leak to be coming from a regulator. A bci field service engineer (fse) found a hole in v2 tube and replaced the tubing. Fse primed the hydro pneumatic. The issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to hydropneumatic drawer leak. No injury was reported for this event.